Event description:
It was reported that perforation was caused by simultaneous deployment of two (2) xience v 3.5 x 15 stents attempting to reconstruct the distal left main bifurcation. The physician stated that "honestly, I believe if I had chosen 3.0 mm stents instead of 3.5 mm and deployed at a lower atmosphere, the outcome would have been different. The 4.0 x 12 graftmaster was being used first to seal the perforation; however, it dislodged from the balloon and was then stented against the vessel wall with the 4.0 x 19 graftmaster; however, the perforation would not seal, and there was no flow distal to the left main. The physician did not want to intervene any further. The patient died. The patient was high risk and had initially declined surgery. No add'l info was provided.

Manufacturer narrative:
(B)(4): death and perforation are known adverse events as listed in the xience v instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The jostent graftmasters, and the xience v part# 1009542-15, lot# 0052741 indicated are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a definitive cause for the patient effects however the treatments appear to be related to the operational context of the procedure. The reported patient effects of death, hypotension and perforation as listed in the xience v and xience nano everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4). Attachment: user facility (voluntary / mandatory) medwatch report; number not provided.

Event description:
User facility medwatch report received that states: the patient underwent planned left main coronary intervention on (B)(6) 2010, having undergone diagnostic coronary angiography at another hospital several days earlier. During the coronary intervention, following deployment of two drug eluting stents to reconstruct the left main bifurcation, the patient sustained a perforation of the left main coronary artery, associated with hemodynamic collapse. Vasopressor therapy was begun and subxiphoid pericardiocentesis was performed to drain the hemopericardium. Due to ongoing hemorrhage from the left main coronary artery, an attempt was made to seal the perforation using a graftmaster stent. While attempting to position the graftmaster stent in the left main coronary artery, the stent loosened from its deployment balloon and embolized to the mid portion of the left anterior descending artery. A second graftmaster stent was then advanced and deployed in the left main coronary artery, but the patient became asystolic nonetheless, and expired. At the time of the event, the manufacturer was notified, and the manufacturer submitted a full report to the FDA. I was made aware of this adverse event on (B)(6) 2016, following an internal audit of this protocol's activity.